Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that they were hospitalized on (B)(6) 2018 due to low blood glucose level with a blood glucose level of 30 mg/dl. The customer¿s blood glucose levels were 5 mg/dl, 10 mg/dl and 255 mg/dl. The customer had been using insulin pump system within 48 hours of reported low blood glucose event. The customer was not aware about the treatment that he had received in the hospital. The customer reported that he felt clammy and fell down as a symptom of low blood glucose level. The customer reported that the insulin pump was not working right as the blood glucose level went down. The customer reported that the drive support cap was normal. The insulin pump will not be returned for analysis.